Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at olympus service operation repair center (sorc), that the error b30 which indicates there is the communication problem between the subject device and the video processor was displayed. The subject device had been returned to sorc for repair of the video connector socket failure which was difficult to connect to the video processor. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was returned to sorc. Sorc checked the subject device for evaluation and confirmed the reported phenomenon. It was found the ccd failure of the subject device which occurred the error b30. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of sorc, omsc surmised it might be occurred due to the failure of the image sensor, or the printed circuit board on the video connector, or the system. If additional information is received, this report will be supplemented.